Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: product evaluation was conducted and the intermittent power issue was not duplicated during the investigation. The review of the black box data showed evidence of unexplained power reboots. The pump powered on with the returned battery cap; the cap was able to fully tighten. The pump was exercised with the returned battery cap for 24 hours with no power reboots, loss of power or call service alarm occurrences. The battery cap width and height measured within specifications. Unrelated to the original complaint, the battery compartment was cracked. The audio bolus button cover had a tear in the center; however, the bolus button was responsive. Upon removal of the pump case, evidence of a loose component (c24) was noted internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).